Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump exposed to moisture in swimming pool. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.